Manufacturer narrative:
A product sample was received for evaluation in used condition without its original package. Operations were reviewed in order to verify that the they were properly performed: the packing operation of the product was reviewed and no discrepancies were found. The personnel was observed not using the guards provided to avoid the product coming in contact with alcohol at the time of cleaning. The probable root causes were determined to be the product failure is attributable to then exposure of the product to alcohol in combination with excessive force and the product us received from the supplier already weak. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. (B)(4)

Event description:
It was reported that the plastic frequently breaks off. The broken piece is then in the blue cap. Not believed to have occurred due to force used. No patient injury reported.